Event description:
It was reported that pump generated recurring alarm 01 when caller attempted to use pump and alarm continued after caller tried loading new cartridge, with no confirmation of cartridge damage and cartridge not available for return. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to place pump into storage mode, continue using current pump until replacement arrived, and then program pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged replacement pump shipment and requested return of problematic pump using prepaid label within specified time frame.